Event description:
It was reported that "pt had an osteolock/vitalock primary in since 1995. Surgeon decided to replace the head (28mm 0 to a 32 +5mm chrome cobalt) and liner from a 28 p4 10 deg to a 32mm 10 deg p4 crossfire. The case was uneventful and routine".

Manufacturer narrative:
Summary of eval: it was reported that the pt had the head and liner replaced. It was further reported that the revision was due to excessive poly wear of the liner and pt pain. The reported devices were not returned for eval. No any medical records and x-rays were provided. The results of the investigation indicate that the poly wear of the liner is expected, especially after it has been implanted for approx 15 yrs. The reason of pt pain cannot be determined with the limited info provided. If add'l info becomes available, the eval summary will be submitted in a supplemental report.